Event description:
The nurse technician stated, in the presence of the registered nurse, that a pt, (weight unreported), extubated. The complainant is using rsp endotracheal tube holder, h4053, size 3.5, with a portex tube. The pt was re-intubated without incident. The product was not saved.